Event description:
An ipp device was implanted on 5/25/93. The pump was revised on 8/31/93. The pump and cylinders were revised on 11/13/96. A revision surgery was performed on 3/25/97. The pump was removed from the pt on 4/21/97 due to scrotal pain.